Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99397. Supplemental rationale. Corrected data: h11. 31 previously reported events were included in this follow-up record. Product return status 31 devices were evaluated in the field. Evaluation findings (results/components). 31 devices: material and/or chemical problem identified / coating material. Product disposition. 31 devices: scrapped by stryker.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99397. Supplemental rationale. Corrected data: b5, h6, h11. 31 previously reported events were included in this follow-up record. Product return status. 31 devices were evaluated in the field. Evaluation findings (results/components). 31 devices: material and/or chemical problem identified / coating material. Product disposition. 4 devices: scrapped by stryker. 27 devices: product disposition is not yet determined.

Event description:
No change.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 31 events for the failure: flaked. 31 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 31 events were reported for this quarter. Product return status: 4 devices had investigation types that have not yet been determined. 27 devices were evaluated in the field. Evaluation findings (results/components): 4 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 27 devices: material and/or chemical problem identified / coating material. Product disposition: 31 devices: product disposition is not yet determined additional information: 31 devices were not labeled for single-use. 31 devices were not reprocessed or reused.